Event description:
It was reported that, after a nailing surgery had been performed, an intertan 10s 10mm x 20cm 125d broke down by the distal 5.0 screw slot. The adverse event was addressed with a revision surgery on (B)(6) 2022 to replace the broken nail. The condition of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a nailing surgery had been performed on (B)(6) 2021, an intertan 10s 10mm x 20cm 125d broke down by the distal 5.0 screw slot. This was retrieved with hooked guide wire. The adverse event was addressed with a revision surgery on (B)(6) 2022 to replace the the broken nail. The condition of the patient is unknown.

Manufacturer narrative:
H10: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is damaged, broken and cracked rendering the device inoperative. According to clinical/medical investigation, smith and nephew has not received adequate clinical documentation to fully evaluate the complaint, therefore, a thorough medical investigation cannot be rendered nor can the clinical root cause of the reported failure be determined. The impact to the pact beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relative patient information be provided, this case would be re-assessed. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. An assessment of historical escalated cases concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a traumatic injury, fit/ sizing issue or poor insertion technique. The contribution of the device to the reported incident could be corroborated as the device is broken and a revision surgery was needed. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.